Manufacturer narrative:
At time of filing, although originally expected, the reported device has not been returned to conmed for evaluation and its location is unknown. No photographic evidence has been provided. Therefore, the reported failure cannot be verified and the complaint is inconclusive. Should the device be returned an evaluation will be performed and upon completion of the complaint investigation a supplemental and final report will be filed. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A lot history review was conducted and found this is the only complaint for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 24 complaints, regarding 81 devices, for this device family and failure mode. During this same time frame 3,269,100 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00003. The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The user is advised that these devices should be inspected before and after each use. In the IFU, the used is also advised to visually examine the devices for obvious physical damage including: cracked, broken or otherwise distorted plastic parts; damage including cuts, punctures, nicks, abrasions, unusual lumps, significant discoloration and verify that the electrode is fully seated in the handpiece before use. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Although attempts have been made to gather additional information, at the time of this reporting, no clarification has been received. At time of filing, the reported device is not expected to be returned to conmed for evaluation. This reported event is entering the investigation process. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed (B)(4) received a report of an issue with the ultraclean 1in. Blade electrode with extended insulation, item 139104ext, lot 201909234, that occurred at (B)(6) university health centre on (B)(6) 2020. It was reported that "during the surgery, a piece of the cautery tip detached, and we found it on the diaping". It is indicated there was no impact or injury to the patient. It is noted on the complaint form "na" unknown in regards to if the procedure was successfully completed. Although requested, to date, no additional information or clarification has been made available. This reporting is being raised as a device malfunction with potential for injury upon reoccurrence based on previous filings for the insulation coming off and falling into the patient.